Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side via ultrasound, mammogram, and MRI "probable silicone gel at the level of the capsular space and deep folds," "folds and lobulations," and "signs of intracapsular rupture." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported, capsular contracture, baker grade unknown. Device remains implanted.